Event description:
It was reported that this right atrial (ra) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).